Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging could lengthen considerably. The battery was depleting its charge at a rate of 12 mvdc per day with the stimulation turned off, which was within the typical ipg battery depletion rate. Visual and borescope inspection found no anomalies in the ipg header. Various test leads were inserted in both ports of the ipg. Impedance readings were within normal range.

Event description:
A report was received that the ipg would not hold a charge and would not charge up. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the ipg would not hold a charge and would not charge up. The patient underwent an ipg replacement procedure.